Manufacturer narrative:
Corrected information was provided in d.4. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, lens was cracked after insertion. Subsequently the lens was removed during initial procedure and completed with company another lens. No patient harm.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).